Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc cpu assembly was evaluated and replaced. The cmos settings were also reset as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.